Manufacturer narrative:
Following communication with the physician, the physician reported a challenging subintimal recanalization with repeated resistance during device insertion. The physician reported further resistance when attempting to pull back the outer sheath of the delivery system and did not follow the IFU recommendations to remove the device despite experiencing significant resistance due to challenging clinical conditions. There was no evidence of a manufacturing or design-related failure, and the event had occurred because the physician did not observe the explicit guidance in the IFU.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar events reported for this lot. The stent delivery system and angiographic imaging were received. A visual and functional inspection of the stent delivery system (sds) confirmed that the sds was returned in three separate pieces. It appears that the proximal portion of the outer sheath was subject to a tensile event resulting in the stretching of the outer sheath and debonding of the outer sheath from the bifurcation luer. A review of critical manufacturing process steps indicated that this was not a manufacturing related issue. A review of the angiographic imaging revealed that the deployment of the stent was not recorded. The stent appears to be severely elongated as reported by the physician, however, it is not possible to confirm if the stent had separated due to poor resolution of the imaging. Further communication with the complainant is required to determine the precise sequence of events which led to the difficulty in deploying the stent. The investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
A difficult intervention was reported with crossover, subintimal recanalization of a total occluded superficial femoral artery/ popliteal artery in the left leg of a patient with critical limb ischemia. It was reported that the deployment of the biomimics 3d stent was difficult involving a high degree of friction resulting in elongation and separation of stent, and breakage of the stent delivery system. The delivery system was fully removed; no catheter segments were left in the vessel. A tigris stent was subsequently placed within the biomimics 3d stent. A satisfactory result was reported with flow restored in the affected vessel. The patient was discharged with near normal abi.